Manufacturer narrative:
Pump was received with high sleep/active currents. Unable to determine the root cause, problem isolated to electronic assembly.

Event description:
The customer reported via phone call that the insulin pump had replace battery now alarm. The customer¿s blood glucose was 187 mg/dl. This was the second occurrence of replace battery now alarm in less than 8 hours after a low battery warning. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct aware date is (B)(6) 2019.